Event description:
It was reported the rigid video scope had error 104: fog free function not working properly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h10, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 104 "fog free function is not working" was due to the outer tube (thermistor) being broken, with a cause traced to component failure. For the following malfunction: the fiber bonding in the outer tube area (distal end) is damaged; a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated results of the legal manufacturer's final investigation. Corrected fields: h6. Most probable cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope had error 104: fog free function not working properly. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.